Manufacturer narrative:
Evaluation summary for the other smart touch unidirectional sf catheter : the returned device was visually inspected and it was found in normal conditions. Then per the event, a deflection test was performed and the catheter passed. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 1. Further examination revealed that the lead wire # 1 was broken causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the wire breakage cannot be determined. Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional sf catheter. During a prolonged procedure, it was reported that the first smart touch unidirectional sf catheter stopped deflecting as desired as it became stuck in a fully f curve position. The sheath used was an slo 8.5f. The catheter was removed with no difficulty. The replacement smart touch unidirectional sf catheter then displayed significant noise on the distal poles on the carto 3 system and the recording system. The procedure at that this time was completed with no patient consequence. The a-tach was non-inducible after prior radiofrequency cycles. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Then per the event, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional sf catheter. During a prolonged procedure, it was reported that the first smart touch unidirectional sf catheter stopped deflecting as desired as it became stuck in a fully f curve position. The sheath used was an slo 8.5f. The catheter was removed with no difficulty. The replacement smart touch unidirectional sf catheter then displayed significant noise on the distal poles on the carto 3 system and the recording system. The procedure at that this time was completed with no patient consequence. The a-tach was non-inducible after prior radiofrequency cycles. The issue with the noise was assessed as not reportable as the patient's heart rhythm was still visible to the operator. The issue with the deflection being stuck was assessed as a reportable malfunction as this could potentially cause vessel damage or cardiac structure damage during forceful withdrawal.